Event description:
The initial reporter complained of qc issues for multiple tests on a cobas e 801 analytical unit. Discrepant results were provided for 3 patient samples tested for troponin t gen. 5 and probnp. Patient 1 initial troponin t gen. 5 result was 18.8 ng/l. The repeat result was 26.2 ng/l. Patient 2 initial troponin t gen. 5 result was 15.4 ng/l. The repeat result was 25.2 ng/l. Patient 3 initial probnp result was 19335 pg/ml. The repeat result was 25193 pg/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided. The field service engineer (fse) replaced a solenoid valve in the procell flow path and a measuring cell sipper nozzle. System primes were performed and the procell cups were filled properly. An instrument check passed. Measuring cell preps and blank cell calibration were performed with passing results. The customer performed calibration and qc. The service actions resolved the issue.